Event description:
The pt was seen at the impant center for device eval in july 2000. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled.